Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 6/24/2021, noted a correction to the 3500a initial as ¿h10. Additional manufacturer narrative¿ was missing the following: ¿manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebral infarction. Mild cerebral infarction. The infarct itself was large, but it was not positioned at the vital organs and there seemed to be no problem with the prognosis (onset 2 days after surgery without recognizing thrombus during surgery). There is no further information if any intervention was performed or if any prolonged hospitalization was required. The physician commented that there was a patient who had minor cerebral infarction although the causal relationship was unknown. Additional information was received stating that the outcome of the adverse event is that the patient improved.

Manufacturer narrative:
Additional information was received on 06-jul-2021. The physician commented that there was a patient who had minor cerebral infarction although the causal relationship was unknown. It was found that there was obstruction of elimination. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).